Manufacturer narrative:
Investigation is ongoing. The device was discarded at the hospital.

Event description:
As reported by our edwards lifesciences japanese affiliate, the patient had a sapien xt valve explanted and replaced with a surgical valve approximately 5 years, 11 months, and 12 days post implant due to calcification. At the 5-year follow-up examination of the sapien xt valve, echocardiography showed elevated peak velocity of 3.7 m/s. Anticoagulant medication was initiated for the possibility of valve thrombosis. 5 years, 11 months, and 8 days post implant, the patient was admitted to the hospital with dyspnea and was diagnosed with heart failure. Echocardiography revealed peak velocity of 5 m/s and severe aortic valve stenosis (as). Four days after the visit, the patient underwent a surgical aortic valve replacement (savr) for severe as with coronary artery bypass grafting (CABG). After savr and CABG, the heart failure improved. The explanted valve exhibited calcification and mild thrombosis. The patient was transferred to another hospital for postoperative rehabilitation due to the patient's advanced age on post operative day 60.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The sapien xt valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the valve was damaged due to explant, host tissues were found around the valve, and calcification was on the leaflets. A review of the manufacturing mitigations for calcific degeneration is captured in a technical summary written by edwards lifesciences. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record review (DHR) and no lot history review were required. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien xt usage. Based on the review of the IFU/training manuals, no deficiencies were identified. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo a a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. As noted, patient had history of hyperlipidemia, which is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the calcification of the valve. As reported, the patient experienced thrombosis, and mild thrombosis was found on the valve upon explant. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Exact cause of valve thrombosis cannot be confirmed; however, available information suggests that the factors mentioned above likely contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.